Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history was performed. In-house testing on strip lot 369157a meets release criteria. The product performed as expected. A review of the manufacturing records for lot # 369157a did not uncover any non-conformances. The lot meets release specifications. Although an improper technique and user issue were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester alleging discrepant inratio value. Patient's therapeutic range 2-3. (B)(6) 2015 inratio = 6.5; (B)(6) 2015 dr's poc = 4.0. Coumadin held on (B)(6) 2015. On (B)(6) 2015, patient resumed coumadin. (B)(6) 2015 patient self tester visited the doctor and received an inr of 1.5 using the doctor's meter. No reported adverse patient sequela.